Event description:
The caller states that the seams of the back upholstery are coming apart.

Manufacturer narrative:
Improve our sealing techniques, improved sealing strength. Responsible person: (B)(4), date: (B)(4) 2015. Training workers in upholstery workshop, make sure sealing process following sop. Responsible person: (B)(4), date: (B)(4) 2015. Update sip for the upholstery production, training the ipqc in workshop. Responsible person: (B)(4), date: (B)(4) 2015.